Manufacturer narrative:
Reference medwatch 3004209178-2015-96873 for additional information. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced unexplained high blood glucose levels since (B)(6) 2015. The customer had issues with the infusion site, infusion sets, and quicksets. When the infusion set was removed the site had a bump and there was blood. Customer's blood glucose level was over 200 mg/dl. The customer felt the insulin pump was not delivering insulin. The customer was hospitalized on (B)(6) 2015 due to a high blood glucose level of 466 mg/dl. The customer was wearing the insulin pump at the time of the emergency room visit. After performing the high pressure test, the insulin pump alarmed no delivery. The device was not returned.